Event description:
A falsely elevated tbil result was obtained on a patient sample. The result was reported to the physician. A repeat was run and a lower result was obtained and the corrected result reported. Patient treatment was altered on the basis of the initial result. The medication dosage of cisplatin was reduced. There was no report of adverse health consequences as a result of the falsely elevated tbil result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated tbil result is user error. The customer used the incorrect calibrator and accepted the calibration with an error. The qc had been flagged above assay range. The instrument is performing within specifications. No further evaluation of the device is required.